Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. Customer changed the pump supplies and continued to use the pump for insulin delivery. There was no adverse impact to customer¿s blood glucose level.